Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A purchasing buyer reported an intraocular lens (iol) that was inserted and removed due to a broken capsule. Additional information was received from the nurse stating the lens advanced too quickly and the tip of the device seemed to have broken the capsule. The lens was removed through an enlarged incision.

Manufacturer narrative:
Viscoelastic used was not provided. It is unknown if a qualified viscoelastic product was used in the device. (B)(4).